Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that due to left heart failure and pulmonary congestion caused by aortic valve regurgitation, pump speed was increased on (B)(6) 2017 and (B)(6) 2017. The doctor believed that the pump may have contributed to the insufficiency. No further information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event could not be conclusively established. Respiratory failure is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on lvad support and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.